Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose of 500mg/dl. The customer stated she has been having issues with the pump. The customer's pump alarmed no delivery. It was determined through the troubleshooting that the issues had to be with her site. The customer feels uncomfortable with the pump and that it is not working. The customer was advised to contact their tech and request pump to be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump had a cracked case at display window corner and minor scratched display window.